Manufacturer narrative:
Unit received with constant insulin pump error alarm due to a faulty y1 on the rf board. Unable to perform operating currents, self-test and displacement test due to insulin pump error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.¿ however; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error several times. Customer was able to clear the alarm. Self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.